Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 589 mg/dl. The cause for the reported issue was unknown. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.